Event description:
Our rep is reporting that during a knee repair, a portion of the distal tip of a beath pin trocar broke off into the pt's femur and remains buried therein. The procedure was concluded successfully without further incident or harm to the pt. Complaint device discarded by user facility.

Manufacturer narrative:
Mitek is at this point in time engaged in info gathering. When all that can be had, is had and evaluated, those results will be subject of a follow-up report.